Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra meter was giving inaccurately high readings. The sr medical surveillance specialist was able to classify the complaint based on the information provided. On (B) (6) 2010 at 9:00 pm, the patient obtained the blood glucose readings of 220 mg/dl, 240 mg/dl, 260 mg/dl, 288 mg/dl and 250 mg/dl, which she claimed were inaccurately high compared to her expected values. Afterwards, the patient took her usual dose of novolin regular insulin 45 units. Forty minutes later, the patient experienced the symptoms of sweating and nervousness. The patient administered self-treatment with food and/or a drink; she did not seek medical attention. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on elevated meter readings, and received treatment with food to alleviate her symptoms. Therefore this complaint is being reported.